Event description:
Consumer claims to have been pierced with inverness ear piercing system at a retail vendor on 10/20/97. On 10/31/97 she sought medical treatment for infection of the left ear. She was hospitalized and prescribed intravenous antibiotics.